Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during rfa, an error occurred due to cooling failure of needle, and treatment was discontinued. Pump and cooling water were checked but nothing abnormal was observed. Ablation was started again but the issue above was duplicated. The procedure was completed but CT scan will be taken to confirm if the target lesion was ablated as planned. Patient condition was currently being monitored.